Event description:
It was reported that the procedure was to treat a moderately calcified femoral artery. The 8.0x29mm omnilink elite balloon expandable stent delivery system (sds) was advanced to the target lesion; however, once in the anatomy the stent was observed to be too big and a smaller size was needed. During removal of the non-abbott guide wire, a huge resistance was felt between the guide wire and sds, and the stent dislodged in the femoral artery. The stent was retrieved via cutdown and the use of a 35mm non-abbott balloon. A small omnilink elite stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.